Manufacturer narrative:
The device was received by the resmed and an evaluation was performed. The evaluation found that the device touchscreen was operational. Review of the device log found an occurrence of a battery inoperable alarm followed by a total power failure. Battery testing found no issues with the battery. In-house testing showed that the device performed to specification. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a red screen and was inoperable. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the device and battery logs. Review of the device logs revealed the occurrence of system fault (sf182) indicating the internal battery lost communication with the device. Based on all available information and previous investigations of similar nature, the investigation determined that the device fault was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this event. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a red screen and was inoperable. There was no patient injury reported as a result of this incident.